Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Product not returned for evaluation. No replacement product needed. Complaint resolved by training during the time of the call. Product is working as designed. Customer will buy new strips. Strips were expired. Most likely underlying root cause: mlc-22- client is testing with expired test strips note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: add the mlurc to the section h10.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired, however customer not sure if it's because of the diabetes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on 03/30/2018, a back to back blood test was not performed by customer. The test strip lot manufacturer's expiration date is 02/28/2018 (expired) and open vial date is undisclosed. Customer has not been testing or using the meter for several months. The meter will not turn on. New battery was installed properly. The meter is now coming on. Strips are expired. Customer will purchase some new strips.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed. Complaint resolved by training during the time of the call. Product is working as designed. Customer will buy new strips. Strips were expired. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired, however customer not sure if it's because of the diabetes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The test strip lot manufacturer's expiration date is 02/28/2018 (expired) and open vial date is undisclosed. Customer has not been testing or using the meter for several months. The meter will not turn on. New battery was installed properly. The meter is now coming on. Strips are expired. Customer will purchase some new strips.